Event description:
It was reported by the customer stated that the balloon on the catheter was leaking.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The instructions for use were reviewed for this investigation, and the labeling was found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer stated that the balloon on the catheter was leaking.